Event description:
While setting up the sterile field, the scrub nurse felt that some lap sponges were moist. She passed one off the field for evaluation from other surgical team members who concurred. Charge nurse and thoracic service lead were notified and came to the room to help. The sterile field was broken down and replaced. Another pulmonary pack was opened and was taken down for the same reason ( moist lap). In addition, a gown pack was also cold and moist and had to be replaced. Finally, we opened supplies individually on a new sterile field & proceeded with procedure.

Event description:
While setting up the sterile field, the scrub nurse felt that some lap sponges were moist. She passed one off the field for evaluation from other surgical team members who concurred. Charge nurse and thoracic service lead were notified and came to the room to help. The sterile field was broken down and replaced. Another pulmonary pack was opened and was taken down for the same reason ( moist lap). In addition, a gown pack was also cold and moist and had to be replaced. Finally, we opened supplies individually on a new sterile field & proceeded with procedure.